Manufacturer narrative:
Date of event: exact date unknown, event occurred couple years ago from date manufacturer was made aware. Explant date: procedure happened couple years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20014786.

Event description:
It was reported that patient underwent a system explant procedure due inadequate pain relief. The explanted devices were discarded.